Event description:
According to the only info received from the center, the pt was seen at the center on 6/13/2000 for device eval. At that time, it was discovered that an infection had developed at the implant site. The etiology of the infection is unknown. Exploratory surgery took place in 2000 to clean the wound. The device was not explanted and the device continued to function. The following month, it was reported that the device was explanted.